Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a chipped distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped distal end cover, the cause was damage to parts due to wear, deterioration, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.